Manufacturer narrative:
MDR 3003442380-2024-01180 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient's infusion set fell off during use on (B)(6) 2024 and (B)(6) 2024. The blood glucose level of the patient at the time of event was 150 mg/dl. Moreover, the issue occurred with two similar types of infusion sets used one day for event 1 and two days for event two. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.